Event description:
During a colonoscopy, hot biopsy/removal of polyps, the cutting and coagulation power control knobs were set at 10 and 10, which set the machine at 100 cut/coag for the first polyp removed. This was accidental - the user, an rn orientee, thought she was setting the machine at 10. She did not observe the digital read-out. The user statff feel this was an accident waiting to happen.